Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's left knee was revised due to infection. Infection reported by surgeon. It is unknown if infection was clinically confirmed or if the infecting microorganism was identified. A poly swap was performed.